Event description:
The foot end brake casters will not hold in the set position. No injury reported.

Manufacturer narrative:
Technician found that the foot end brake casters will not hold in the set position. Replaced the foot end brake casters to resolve this issue. Bed was found in a storage area.